Event description:
It was reported that a procedure to reposition an insertable cardiac monitor (icm) is planned, with a question about whether the mdt insertion tool can be used. Technical support reviewed available resources and noted that the newer linq is slightly larger, suggesting possible compatibility. When asked about the reason for repositioning, the representative indicated it may be due to low r wave sensing, though no patient information was provided. The icm remains in service at this time. No additional adverse patient effects were reported. Additional information confirms that the icm was successfully repositioned; however, no patient and device serial information were provided.

Manufacturer narrative:
All gfe attempted were performed however the patient information and device serial number remains unknow. If the information will be provided, therefore the unique identifier (UDI) #could be completed a supplemental report will be submitted.